Event description:
It was reported that during a urinary organ procedure, the hand switch did not activate. Only the max button could be used on one device and the other device did not activate at all. The foot switch was used for both devices. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/18/08. Info anticipated, but unavailable at this time.